Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a battery out limit alarm and was not able to clear. Customer's blood glucose was 172 mg/dl. The customer had finished troubleshooting for a blank display, which had returned, and declined troubleshooting for the battery out limit alarm. The product was not returned for analysis.